Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. An email request for add'l info was sent on (B)(6) 2014. No add'l patient/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to the FDA on (B)(6) 2014.

Event description:
It was reported "gastric tube was sprayed with silicone spray and pre-formed in the tip region, while the tip is broken off at about 5 cm (ib the perforation)."